Event description:
During pm, technician found knee/up switch on right siderail to be stuck.

Manufacturer narrative:
Technician found fluid ingress. Technician replaced the user control module to resolve.